Manufacturer narrative:
UDI: (B)(4). A sample is not available for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6007699. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. See manufacturer narrative.

Event description:
It was reported that the safety device on the suspect device did not activate.